Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, the insulin pump wouldn't deliver insulin. Customer stated the insulin pump registered a no delivery during bolus delivery. Customer stated she programed the bolus, then inserted the device in her pocket. She then felt as she had a high blood glucose and took out the device, then noticed the device had a no delivery on it. The customer's blood glucose was 444 mg/dl, treated with an injection. Customer removed the set and noticed the infusion set had a bent cannula. Customer declined troubleshooting for the insulin pump. Customer is not returning the device for analysis.